Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 32-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support and when the impella turned on, there was no left ventricle waveform. Motor current was noted to be non-pulsatile and there was constant suction. There was a kink noted near the outlet conduit. Repositioning was attempted to no avail; the pump was removed.

Manufacturer narrative:
The investigation into the product damage (cannula kink) issue has been completed since the original report was submitted. The device was not returned for investigation. The low flow was confirmed when pump started and remained to the rest of the case which triggered auto suction response and suction alarms. Based on clinical description and data review, the root cause of low flow was most likely kinked cannula.